Manufacturer narrative:
Initial filing due to death associated with deployment of AED.

Event description:
Pt death reported in conjunction with data download assistance. No other info available for this event at this time. (B) (4).